Event description:
(B)(4).hair losshair growth in new areascold extremities anemiahypoglycemia unbalanced gait memory losship painback paindental issuesextreme weight loss (B)(6) chronic fatigue bleeding after intercoursebcbs provides service. No previous medical problems